Event description:
The digital stryker prophecy team received a report indicating the need for a revision due to pain, resulting in the removal of all primary taa implants and the placement of a cement spacer.

Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided on a supplemental report. H3 other text : device disposition is unknown.

Event description:
The digital stryker prophecy team received a report indicating the need for a revision due to pain, resulting in the removal of all primary taa implants and the placement of a cement spacer.

Manufacturer narrative:
The reported event was not confirmed, since the product was not returned for evaluation and no other evidence were provided. The device inspection was not possible as the product was not returned for investigation. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of material, manufacturing or design related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. Upon further investigation of the CT scans by healthcare professionals the following was observed. "With the given information it is not possible to give a sound answer about the root cause of the event. There is a girdlestone situation with a cement spacer at the former ankle joint visible in the CT scan. No further information in the case report." More detailed information about the complaint event as well as patient history must be available in order to determine the root cause of the complaint event. If device is returned or any further information is provided, the investigation report will be reassessed.